Manufacturer narrative:
Citation: dumonteil n et al. Platelet activation is limited during transcatheter aortic valve implantation in patients on aspirin monotherapy and without per procedural clinical complications. Th open 2019; 03(02): e146-e152. Doi: 10.1055/s-0039-1692142. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of local platelet activation in blood sampled in the ascending aorta immediately before and within minutes post implant in patients who underwent transcatheter aortic valve implantation. All data were prospectively collected from a single center. The study population included 18 patients (predominantly male; mean age 86 years), all of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, one death occurred within a few hours following the procedure due to cardiac tamponade. Based on the available information, medtronic product may have been associated with the death. Among all patients, adverse events included: mild paravalvular regurgitation. Based on the available information, medtronic product may have been associated with the adverse event. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed death and adverse event. If information is provided in the future, a supplemental report will be issued.